Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was black, powered off and srm beeping. A field service engineer verified the issue and confirmed that the device was not powering on. Upon inspection, it was determined that the auxiliary half height drawer 4.1 was the source of the problem. The drawer board was replaced, after which the device was rebooted and firmware updates were applied. Functionality was restored successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary experienced a power short, and the smart remote manager was beeping as well. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.